Manufacturer narrative:
(B)(4). Date sent: 05/08/2023. D4: batch # 574a21. Additional information: DHR (device history review) completed for batch # 574a21. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Mfg. Date: 12/08/2021 h11: 574a21 was previously reported as a lot number. Based on additional information received, 574a21 is a batch number.

Manufacturer narrative:
(B)(4). Date sent: 6/8/2023. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one tlc75 device was unable to be reloaded with a green trt75 reload. The device was returned internally as a tlc75 (batch 574a21) with (1) blue reload (lot 564a60) and (1) green trt75 reload (lot 786a72). Both reloads were un-fired with the swing tab in the locked position. Upon investigation, it was found that the knife was not sitting in the spacer component at a complete 90deg vertical orientation and was tilted to the side. This tilt in the knife caused the new reload to contact the knife and not fully seat into the cartridge channel. The cause of the tilted knife was found to be a mis-assembly of the knife into the ¿knife block¿ component. The device was loaded with the green trt75 reload and test fired on a piece of paper. The device was able to be loaded with some manipulation of the reload to get around the tilted knife and fired out completely and formed all staples. The most probable cause is a mis-assembly during manufacturing. The damage observed is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system.

Manufacturer narrative:
(B)(4). Date sent: 4/12/2023. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. DHR (device history review) is pending for lot # 574a21. When the DHR is completed, a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during testing for a different device and someone went to load a cartridge into the device and was not able to load and noticed that the knife was visibly tilted, and which was preventing the cartridge to in also noticed what appears to be at a different angel than normal. A like device was used to complete the complete testing. There were no adverse consequences for the patient. Testing was done porcine tissue.